Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a datasync error on device. Knowledge articles 000007127 "proper datasync procedure and how to place new db in es station" and 000008075 "how to decrypt station db for backup" were followed to decrypt and backup the database. Repaired program and feature, restarted datasync service and rebooted the device. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system displayed an error message that caused a 5-minute delay for a user trying to remove medication. The device was rebooted, successfully restoring access to the device but the user requested troubleshooting and a root cause to prevent the malfunction from occurring again. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis anesthesia es system displayed an error message that caused a 5-minute delay for a user trying to remove medication. The device was rebooted, successfully restoring access to the device but the user requested troubleshooting and a root cause to prevent the malfunction from occurring again. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b3, d1, d4, e3, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-aug-2021 to 23-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that prompted " an unexpected data error occurred" error message and was not accessible until restart. A technical support specialist decrypted the station database for backup as per ka 000008075, but the station was not encrypted. Manually backup to d drive, repaired carefusion pyxis anesthesia es in 'program and features, restarted and resynced the station to resolve the issue. The system was functional as intended after the technical support specialist assessed the device.